Manufacturer narrative:
The user reported receiving a glucose suspend alert on 01 july 2025, day 04 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the analysis showed no issues with sensor chemical performance. A review of the raw sensor data revealed depressed signal and reference channels across all sensing areas from 01 july 2025 onwards, which triggered the glucose suspend alerts. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 28 sept 2025. G3.date received by the manufacturer? 28 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 01 july 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal